Event description:
Customer reported that pump screen was dark and unresponsive. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer performed a correction injection via multiple daily injections (mdi). The customer reverted to manual injections for insulin therapy.